Manufacturer narrative:
Investigation summary: one used primary set, model 2426-0500, lot 21013199, was received by the customer for investigation. A non-bd secondary set was received as well. Upon visual inspection, it could be observed that the silicon tubing pumping segment was disconnected from the upper fitment. No other defects were observed. The customer's complaint that tubing completely separated at connector site was verified. The expected retainer ring for this engagement was not received. A device history record review for model 2426-0500, lot number 21013199 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 12jan2021. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. Visual inspection under magnification was performed on the silicon pumping segment. A slight indentation of the retainer ring could be observed at the end of the tubing, indicating that the retainer ring was misaligned during the manufacturing process. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that the alaris pump module smartsite infusion set experienced an IV set that had a loose connection/separated/detached. The following information was provided by the initial reporter: material #: 2426-0500, batch/ lot #: 21013199. Alaris pump infusion set primed with normal saline in preparation for patient use. Upon placing tubing into alaris pump, tubing completely separated at connector site.